Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9236-02 pegged glenoid broke. This occurred during use upon impaction. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error, including applying excessive force during use. The complaint allegation was not confirmed, and no evidence of the failure was received.